Event description:
It was reported that the customer had an a17, a21 and a47 alarm on the insulin pump. The customer's blood glucose level was 160 mg/dl. The troubleshooting was performed. The customer was advised to monitor insulin pump. The customer was assisted in performing self test and test passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.